Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips of the fenestrated bipolar forceps instrument were not aligned. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has been returned for evaluation. Failure analysis investigation found the instrument distal ends of the grips meet and there appears to be no significant greater than .01 misalignment of the grips. Failure analysis investigation also found the following damages to the instrument: the distal end of the main tube had various scratch marks exhibiting light material removal. Scratches are .125 - .235 in length and not aligned with the tube axis. One conductor wire is broken at the yaw pulley exit. Wire is detached from its connection at the grip. Electrical continuity failed. Yaw pulley shows no signs of arcing. It was concluded that the damages to the main tube and conductor wire were likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.